Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2003v into patient's eye with no problems, however, he couldn't get the lens in place correctly and didn't want to manipulate it too much in the eye, so he removed it without enlarging the incision and put in another same model, same diopter lens with no complications. The reporter stated that there was no product issue with this lens. It was the surgeon's error.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.